Event description:
Reporter called to report that the screws to the bed bar-handle came out and detached from the bed. The bed handle is now stuck and will not move or lower down. Patient is unable to get out of the bed for her physical therapy sessions.